Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to unknown reasons. A replacement surgery was performed. The patient was said to be currently in recovering. No more information available at the moment. Should additional information become available, it will be provided.